Manufacturer narrative:
A document and records review was performed on the reported lot. Documentation assessed includes: manufacturing, quality audit, production, raw material and device history records. This assessment found no anomalies that may have attributed to the reported issue; therefore, the complaint could not be confirmed. Complaint sample was not returned therefore a product evaluation could not be performed. The cause of the reported complaint could not be determined. Information from this incident will be included in our product complaint and MDR trend analysis.

Event description:
This is a non-us event. The event occurred in (B)(6). The consumer stated that her daughter developed toxic shock syndrome after tampon usage. The consumer stated that her daughter started using the tampons on (B)(6) 2013 at the start of her menstruation. On (B)(6) 2013, the consumer stated that her daughter came home from school and felt ill. She developed a fever of 107 and experienced vomiting, diarrhea and fainting that same day. The consumer called the ambulance and her daughter was transported to the hospital. Her blood pressure dropped to 50 systolic and she went into cardiac arrest at the hospital. She was resuscitated successfully and various tests were performed to diagnose her condition. The bacteriologist ruled out meningitis, influenza and other bacteria, but confirmed a positive test for toxic shock syndrome. She was prescribed antibiotics for treatment and is doing better. Her physician recommended that she discontinue using tampons. She was released from the hospital on (B)(6) 2013 and prescribed clindamycin and suprax. On (B)(6) 2013, the consumer stated that her daughter's cardiac troponin level is high and she is still anemic but doing better.